Event description:
Customer stated that dose set to 160 ml, after gave the 160 ml, the pump didn't give an alarm and it just kept running into the g-tube. Rate and dose provided were 0.5 ml/hr and 90 ml.

Manufacturer narrative:
Pump was not returned.